Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6a, g1

Event description:
Healthcare professional reported "...not enough to go into the lymph nodes but you could feel it." Device has been explanted. This record relates to right side.

Event description:
Healthcare professional reported, "not enough to go into the lymph nodes. But you could feel it". Device has been explanted. This record relates to right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.